Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to an unspecified error message displayed while wearing the adc freestyle libre sensor. Customer further reported he experienced "confusion and lost consciousness" and was seen at the emergency room where an unspecified reading was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia and treated with one full bolus of d-50 via IV, orange juice and food. There was no report of death or permanent impairment associated with this event.